Event description:
It was reported that the ICU had a vamp plus kit that "the one way valve" would not lock off for blood draw. When they drew the blood sample, it was pulling blood from the reservoir instead of the patient. No patient complications were reported.

Manufacturer narrative:
We received one single dpt - vamp plus for examination. The kit model was unknown. Dry blood was visible throughout the vamp system. The pressure tubing with the sample sites had been bonded to vamp reservoir instead of to the reservoir stopcock. As a result there was no stopcock (or shut-off valve) to isolate blood in the reservoir from blood being drawn from the patient during blood sampling. The complaint was confirmed to be a manufacturing nonconformance. Corrective actions are currently being implemented in the manufacturing process to prevent complaints of this type. Lot number was not provided, therefore, review of the manufacturing records could not be completed.